Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was sensitive to occlusion and required 5 years' service. The device was sent to the supplier. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: b5: additional information: no patient involvement was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found it in good condition with no appearance of any physical damage on the pump. There was evidence of the error found in the event history log. The customer reported problem was not verified/duplicated. The pumps downstream occlusion sensor was tested and was found to be functioning properly and activating within specification. The investigation was unable to determine the intermittent of the error. The downstream occlusion sensor was replaced as preventive measure. The root cause of the reported problem was unknown. Product is beyond 7 years from manufacture date of 2014-11 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.